Event description:
It was reported that the system displayed a message that the software was corrupted. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software upgrade was installed during the svc call. The system was tested and found to be working as intended and placed back into svc.